Event description:
Additional information reported 1 ml of juvéderm® vollure¿ xc was injected into the nasolabial folds and smile lines. Approximately less than five months later, patient developed some gi illness (diarrhea), deemed not device related. Patient received IV fluid two days later. The next day, patient experienced nodules with "most of the nodules are in the area volbella¿ was injected." Eight days later, patient was treated with ¿hylenex injections into 5 nodules, medrol dosepack.¿ approximately three weeks later, patient was treated with ¿hylenex into middle nodule.¿ approximately two weeks later, patient was treated with ¿hylenex into 3 old + 1 new nodule, start another medrol dosepack, doxycycline 100mg qdx14d, zyrtec qdx14d, and prilosec 20mg bid x 14d." Event is ongoing at this time.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ xc and juvéderm® vollure¿ xc. Patient experienced ¿delayed post inflammatory nodules" at the injection sites. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03260 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.